Manufacturer narrative:
The device is not available for evaluation; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.

Event description:
It was reported that during a surgical procedure at the user facility the manifold became clogged. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the manifold became clogged. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.